Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in two pieces. Failure event observed during analysis. Final analysis found an internal insulation abrasion located at 8.8-9.9 cm and 11.7-12.1 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.